Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) could not duplicate the complaint. The unit could not be repaired as replacement parts are obsolete. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to function normally with no error messages.

Manufacturer narrative:
(B)(4). As per manufacturer subsidiary the reported issue was not duplicated at the manufacturing engineering center (mec).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'computer needs service' error message when it was powered on. The unit was rebooted and the error message disappeared. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.